Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was used during a laparoscopic sigmoid resection with repair of a colovesical fistula, and at the start of the procedure while taking down the mesentery a sealing issue occurred. The seal was described as inadequate or partial with evidence of energy delivery and end tones heard, and bleeding was observed after cutting. The device had an alarm message of "incomplete seal cycle tone". The tissue being sealed at the time was fistula tissue and was described as pretty thick. Blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The device was plugged into a generator, and another device was used successfully with the same generator. No jaws cleaning was performed prior to the issue, and no good seals occurred before the issue.